Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that battery was bad and that there was also corrosion on the iui connector. No patient involvement was reported.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 08/24/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer under tw complaint (B)(4). The reported issue of battery was bad and that there was also corrosion on the iui connector could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : no product returned.

Event description:
It was reported that battery was bad and that there was also corrosion on the iui connector. No patient involvement was reported.